Event description:
It was reported that the customer called in to get a loaner pump programmed. Customer was confused about the basal rates and mentioned that she had been in the hospital when personal settings were retrieved from an old pump. Customer was advised to contact their health care professional to get the correct settings. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.